Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. The rv lead was double counting atrial sensed and paced events. Chest film revealed that the rv lead was close to the tricuspid valve and atrium; due to patient anatomy this is where it was left during implant. The sensitivity of the lead was reprogramed and the oversensing was resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, implanted: (B)(6) 2008. (B)(4).